Event description:
Provider states that the caster headtube hardware is bent likely from the forks being bent. Provider states that the user is under the weight capacity. No additional information provided.